Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user showed a loss of hearing with the implant for the last years. Re-implantation surgery is scheduled for (B)(6) 2022, a shorter array will be used.

Manufacturer narrative:
Additional information: based on the received information from the field, an incomplete insertion was reported at the time of implantation. One more channel migrated out of cochlea as could be confirmed by diagnostic imaging. These channels were most likely deactivated since initial fitting. The reported loss of benefit was caused by a defective audio processor. Reportedly, the recipient switched the defective device and is doing fine now. The device remains implanted and in use.

Event description:
The user showed a loss of hearing with the implant for the last years. It is thought that the 4 most basal channels have always been deactivated. According to internal information, 3 electrodes were outside the cochlea at implantation. The user is hearing with the device as usually and routine fitting will be performed in the next months. The user is currently using her old opus 2 control unit with a new cable and coil.